Event description:
The customer reported that when her blood glucose levels are over 400 mg/dl the sensor will not accept her calibrations. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.